Event description:
Customer reported the image was not displayed suddenly during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the dsmp, dsad, and dsid. System operates as intended. The exact manufacturing date was not available. This MDR is related to ge healthcare complaint.